Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Adjustment wrench assembly was found during the incoming inspection to have a "wire part that becomes frayed." There was no patient involvement.